Event description:
It was reported that this right ventricular (rv) lead exhibited possible intermittent loss of capture (loc). Technical services (ts) recommended cardiology follow up to check rv pacing thresholds. The patient reported unspecified symptoms. The lead remains implanted and in service.

Manufacturer narrative:
B5 was updated to add additional information.

Event description:
It was reported that this right ventricular (rv) lead exhibited possible intermittent loss of capture (loc). Technical services (ts) recommended cardiology follow up to check rv pacing thresholds. The patient reported unspecified symptoms. The lead remains implanted and in service. Additional information was received nearly two years later that the lead's threshold measurements are high. The physician alleges that the lead is faulty, and surgical intervention is planned but not yet performed. New information received indicates that this lead was surgically abandoned (capped) and replaced without incident. No additional adverse patient effects were reported.